Manufacturer narrative:
Eval summary: one used device was returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid, and the sample also failed the p-cap connector vent test and the flow test of the tubing. Unused devices: no unused devices returned for eval. Reference samples: no lot number is available, therefore, testing and review of retained material and records could not be performed. (B) (4).

Event description:
Pt states that insulin continues to exit tubing after priming has stopped. Piston is not making contact with reservoir. Pt solved problem by changing to an infusion set from a different lot number. Pt states that the infusion set involved is from a "lot 8", but the actual lot number cannot be verified. Malfunction occurred prior to use.